Event description:
Reported via clinical study. It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and an unknown watchman closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, the patient presented to the emergency department with the complaint of expressive aphasia. The patient denied experiencing headache, weakness, facial droop, visual changes, numbness, or tingling. On arrival to the emergency department, the patient was hypertensive, and all other vitals were within normal limits. On physical examination, the patient was alert and not in acute distress. Neurological evaluation revealed garbled and slurred words. There was no evidence of facial droop, and no sensory deficit to light touch in bilateral facial distribution, upper or lower extremities noted. EKG (electrocardiogram) was obtained and showed atrial fibrillation, premature ventricular complexes, and no ischemic changes. CT (computed tomography) head without IV contrast was performed which was concerning for acute infarction in left inferior parietal lobe. There was no acute intracranial hemorrhage or mass effect noted. Additionally, cta (computed tomography angiography) head revealed no large vessel occlusion. Moderate to severe atherosclerotic stenosis of the intradural left vertebral artery was noted. Cta neck revealed no occlusion or dissection. Atherosclerotic plaque resulted in moderate (53%) stenosis of the left proximal ica and moderate (approximately 55%) stenosis of the right proximal ica. There was a 1.3 cm nodule in the right upper lobe of the lung. The patient was admitted to the hospital and an MRI was recommended for further stroke evaluation and optimization. At the time of event the patient was on aspirin (81 mg). On revaluation the patients blood pressure had improved and repeat neurologic exam was unchanged, with no deterioration or improvement. One day later, MRI of the brain was performed which revealed acute infarct in the left temporal lobe and punctate infarcts in the left occipital lobe and left high parietal lobe. There was remote infarct noted in the right frontoparietal lobe. Mild chronic microvascular ischemia was also noted. The patient was diagnosed with having an ischemic cerebral vascular accident. Two days after being admitted to the hospital the patient was discharged on aspirin and plavix as per neurology recommendation.

Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown.